Manufacturer narrative:
The customer has indicated that the device will be returned to greatbatch for evaluation. Once the device is received and the evaluation has been completed, a supplemental medwatch 3500a emdr will be submitted. Report source; distributor (B)(4) and foreign as event occurred in (B)(6). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the reamer handle fractured. There was a 15 minute surgical delay and another handle was used to complete the procedure. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The power adaptor coupling had broken off of the device. There was a significant amount of wear observed on the broken power coupling adaptor, including significant material deformation. There was evidence of wear, consistent with intended use, along with scratches, nicks and gouges throughout the device. A manufacturing review was performed and did not reveal any discrepancies related to the failure. Material and hardness were verified for the fractured component and met product specifications. It is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. In summary, from inspection of the returned device, the failure is attributed to wear. No further investigation is required.